Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary 3-1 drawer failed. As per part investigation, it was that determined that assy cbl pyxibus 6 drawer (p/n: 120547-01) which had signs of exposed copper strands which lead to the observed thermal damage who compromised the drawer's functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Work order: (B)(4) - medstation es half height cubie drawer row board failure 3-1 and 3-2. Work order: (B)(4) - medstation es half height cubie drawer 3-2 row board cable. Work order: (B)(4) - medstation es auxiliary drawer 2-1 failed. Work order: (B)(4) - medstation es auxiliary drawer 4-1 failed. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 24nov2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the auxiliary 3.1 drawer failure was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order: (B)(4), the bd field service engineer (fse) reported that reseated medstation es auxiliary 1 half height cubie drawer 3-1 and 3-2 row board cable. Test and release to the facility. Ran medstation es hta drawer diagnostics, the facility performed multiple drawer inventories. During dchu visual inspection: p/n: 150825-01: received with no signs of physical damage or missing connectors. P/n: 353949-01: received with no signs of physical damage, missing components or fluid ingress. P/n: 134714-02: received with no signs of physical damage, missing or broken components. P/n: 120547-01: received with signs of thermal damage on exposed copper wires. During dchu testing: p/n: 150825-01: the dmm continuity test and hta determined a properly functional component. P/n: 353949-01: the dmm continuity test and hta determined a properly functional component. P/n: 134714-02: since there is no relation to the reported complaint, it is determined incidental and no testing was deemed necessary. P/n: 120547-01: since thermal damage is present, no testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).